Manufacturer narrative:
(B)(4) - wound dehiscence occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch egs157, mfg date: 06/01/2012, exp date: 06/30/2017. Batch ems770, mfg date: 11/01/2012, exp date: 11/30/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for packaging integrity and were found to meet requirements. No deviations were observed.

Event description:
It was reported that a patient underwent a joint replacement surgery on (B)(6) 2013 and suture was used. Approximately three week post operative, the patient experienced inflammation and wound dehiscence. Additional information has been requested.